Manufacturer narrative:
Pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. Pump monitored for several days and no blank or flaring display noted. Pump received with normal operating currents. No damage found on the lcd isolation tape noted. No moisture damage noted on the electronic assembly or on the motor. Pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, cracked lcd window, stained end cap sticker, stained back address label and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump has a display that cannot be read. The insulin pump has been dropped in water. The insulin pump will return.